Event description:
Reported due to failure to seal. The physician attempted to use a jostent graftmaster to seal a perforation in the coronary arteries following the use of an unknown guide wire. Although the stent was successfully deployed in the artery, opposition was not achieved and the perforation was not sealed. The event resulted in surgical intervention. The pt is reportedly doing well. Although requested, no additional info has been provided.